Manufacturer narrative:
Concomitant medical prdouct: addrl1 ipg implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r-wave (ffrw) oversesning noted on atrial lead which lead to inappropriate detections of atrial tachycardia (at)/ atrial fibrillation (af). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.